Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 439 mg/dl. Customer retested and the result was hi. Customer went to the hosp and their glucose was 347 mg/dl. Customer was treated for hyperglycemia. Level 2 control was used and in range. The device was replaced and requested to be returned for eval.